Event description:
This lead and another same model lead, serial number 021275 were capped and removed from svc because a pt implanted with an implantable cardioverter defibrillator (ICD) had received inappropriate shocks. Implanted 5/19/93. Removed from svc 6/27/95. Implanted 25 months.